Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.6 - 2.4 inr): vial #1. Qc 1: 2.3 inr , qc 2: 2.3 inr , qc 3: 2.4 inr . Vial #2. Qc 1: 2.3 inr , qc 2: 2.3 inr , qc 3: 2.3 inr. The maximum difference between measurements was 4 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer complained of a discrepant patient inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 9:30 am, the customer tested the patient by fingerstick on the meter and the result was 4.6 inr. Within minutes the patient had a lab test and the result was 3.2 inr. The patient has a therapeutic range of 2.5-3.5 inr. Patient is not anemic and has no antiphospholipid antibodies and is not on heparin or direct thrombin inhibitors. There was no adverse event. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.